Event description:
Upon taking bite-wing x-rays on a patient, the x-ray sensor would take multiple images with one touch of the button. There was no additional radiation exposure. The device dispensed the normal amount of radiation for one image.

Event description:
Upon taking bite-wing x-rays on a patient, the x-ray sensor would take multiple images with one touch of the button. There was no additional radiation exposure. The device dispensed the normal amount of radiation for one image.